Manufacturer narrative:
There is no indication of any system or device failure or malfunction. The symptoms reported by the patient appear to be directly related to the patient condition, specifically changed body structure after weight loss.

Event description:
On (B)(6) 2023 the patient was implanted with a nalu spinal cord stimulator system to treat hip pain. After implant, the patient reports having lost more than 35 pounds and subsequently having some issues maintaining connection between the implantable pulse generator (ipg), which is implanted in the lower back, and the external therapy discs. On (B)(6) 2024 a surgical revision was performed to place the ipg more superior and medial on the back for more optimal connectivity after the patient's weight loss. During the procedure a new ipg was placed in order to avoid any potential handling damage from attempting to relocate the existing ipg.